Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('right side lower abdominal pain') in an adult female patient who had essure (batch no. B2785- invalid) inserted. The patient's medical history included migraine, allergy to animal and pollen allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: removal was required by patient. Event started few years ago and got worse for 6 months time. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in 2019: atypical squamous cells of undetermined significance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('right side lower abdominal pain') in an adult female patient who had essure (batch no. B2785) inserted. The patient's medical history included migraine, allergy to animal and pollen allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: removal was required by patient. Event started few years ago and got worse for 6 months` time. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in 2019: atypical squamous cells of undetermined significance. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('right side lower abdominal pain') in an adult female patient who had essure (batch no. B2785) inserted. The patient's medical history included migraine, allergy to animal and pollen allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: removal was required by patient. Event started few years ago and got worse for 6 months` time. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix in 2019: atypical squamous cells of undetermined significance. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.